Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported therapy fail, the device didn't alert as it should have at the time the issue was discovered. There was no report of adverse patient impact.